Event description:
The patient did a meter to lab test and noticed the difference between the 2 readings. The patient had obtained a 84 in the lab and a 106 mg/dl on their meter. The readings were less than 10 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue. The product was replaced. The complaint is being reported since the results are greater than (B)(4).

Manufacturer narrative:
Follow-up # 2 ¿ (09/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 9/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products are being requested back. The 510 (k) is k110637.